Event description:
It was reported that the physician's handheld had repeated screen freezes during interrogation. Two hard resets were performed, but did not resolve the issue. A new programming tablet was sent to the physician and the handheld was returned for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the handheld was completed on 11/23/2014. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 11/17/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.